Event description:
The customer was hospitalized with dka. The pump alarmed no delivery prior to the incident so they changed the infusion set. When the hospital removed the cannula it was bent. Recommended trying a sihouette set but the customer denied it. Explained the rule of changing the set after two consecutive high blood sugar readings.